Manufacturer narrative:
Service engineer unable to detect ECG neither w/cable nor w/slaving (use service cable to represent patient to pump connection). Arterial line was not available from transducer. Service engineer contacted an arrow engineer & determination was made that problem could also be circuit boards. Instructions were given to change 1 circuit board at a time to determine which was faulty. Front end circuit board was replaced, & pump hours after running it on simulator for a day measured 2031 hrs. These hours included the duration the pump was used on the patient as well as the testing phase when the new front end board was fitted. The "problem appeared to be eliminated after front end board was replaced." A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the pump had new software installed 01/19/2007. Pump's hours of operation at the time was 2005 hrs. "About 10 days later," the pump was used on a patient, when "suddenly the pump stopped pumping without any interference from anybody." The nurse switched pump off and on again, with alarm printout reading "ECG fault" and "purge failure3." Both ECG and arterial line were not available, although connected. Pump did not give a warning of any type when ECG and arterial-line triggers were lost.